Event description:
The micro saggital saw was returned for service. Upon eval at the MFR, it was found to run without user activation. There was no pt involvement, and no user injuries or adverse consequences.

Manufacturer narrative:
Corrosion was discovered within the motor assembly.